Manufacturer narrative:
This lead remains implanted and thus will not be returned for analysis. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shocking impedances. Reprogramming took place to mitigate this issue, and shocking impedances had normalized and remained within normal range. No adverse patient effects were reported.